Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Periprosthetic fracture of femur and eventual stem subsidence. Surgery required on patient left hip using cables and a larger accolade2 stem.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Periprosethtic fracture of femur and eventual stem subsidence. Surgery required on patient left hip using cables and a larger accolade2 stem.